Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile or expired device, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient picked their scab off the pocket incision site because it was sore, and rubs the site all the time. Additionally, the patient has a history of slow healing due to age and thin, sensitive skin. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they picked/touched their wound (user error - patient).

Event description:
The patient reported pain on their arm and picked the scab off of the pocket incision site. The pocket coil was starting to come through the skin. An explant procedure was performed on (B)(6) 2022.